Manufacturer narrative:
Pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify device deficiency anomaly due to buttons not responding. Pump received with cracked lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s screen had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.